Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The airway pressure gauge was replaced, and the unit was returned to service. (B)(4).

Event description:
The hospital reported the unit alarmed during preuse checkout and was indicating high sustained pressure. There was no report of patient involvement.